Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component (annex g) code is mechanical (g04) - stem. Visual examination of the returned product identified there is no visible damage to the device. Additionally dimensional analysis was performed. The height and width at three locations were checked and found in conformance to the print. The device history record was reviewed and no discrepancies relevant to the reported event were found. No device problem was found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, the surgeon was not able to insert the stem into the correct position. Another stem of a greater size was used to complete the procedure. There was no harm or health consequences to the patient. Attempts have been made and no further information is available.